Manufacturer narrative:
The core was returned for failure analysis and the reported failure was replicated/confirmed. The core was tested on the pca test system. The system started up fail with the core could not initialize by itself, it keeps hanging on and cannot back to idle with the orange led power. Testing with the isi core controller (icc) test fixture, the core was working normal, but the 3rd blue fiber port from the top was not responsive. After trouble shooting, the top sfp (transceiver) of the fiber port were causing the issue. Dust cover was missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, serial number missing error 12 occurred. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The da vinci surgery technical assistance team was not contacted for troubleshooting as the customer decided to convert.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The robot had encountered three instances of being stuck before the procedures and the hospital decided to cancel the three procedures with the robot. The fse spoke with the da vinci surgery technical assistance team and they suggested replacing the isi core controller (icc) board. However, the fse replaced the entire core to ensure that the issue was resolved. The fse also replaced the fiber optic cable due to the surgeon side console (ssc) not being connected to the vision side cart (vsc). The system was tested and verified as ready for use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.